Event description:
It was reported that device exhibited premature eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature eri was confirmed in the laboratory. Review of battery trending data noted a sudden drop in battery voltage to eri. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomalies that could account for premature battery depletion were found. The cause of the sudden drop in battery voltage could not be determined.